Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6)-2010 it was reported that the patient's humapen memoir display had missing segments. The eight looked like a three. The humapen memoir was associated with product complaint (B)(4)/ lot 1003c02. The user and the user's training status were not provided. The duration of use was not provided. The device was returned to the manufacturer (B)(4)-2010. Update (B)(4)-2010: upon review of this case on (B)(4)-2010, the case was opened to clarify in the narrative that no adverse event was associated with this case. Update (B)(4)-2010: additional information received (B)(4)-2010 via the global product complaint database. Added device specific safety summary and date device returned. Amended (B)(4)device fields and narrative accordingly.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2010, it was reported that the patient's humapen memoir display had missing segments. The eight looked like a three. The humapen memoir was associated with product complaint (B)(4)/ lot 1003c02. The user and the user's training status were not provided. The duration of use was not provided. Return status of the pen was not provided. Update (B)(6) 2010: upon review of this case on (B)(6) 2010, the case was opened to clarify in the narrative that no adverse event was associated with this case.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user reported missing segments in the display. The user returned the actual complaint device (lot 1003c02, manufactured march 2010) for investigation. A detailed investigation determined the root cause is a deficient bond between the cable and the lcd glass. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs that if any part of the pen display is missing do not use pen. It further instructs that if the display is not working correctly to contact lilly at xxx-xxx-xxxx or your healthcare professional. Corrective action deficient bond - a specific corrective action has not yet been implemented. However, an investigation has been initiated to evaluate different options to reduce the occurrence of deficient bonds. Improper use and storage - there is no evidence of improper use or storage.